Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, the sponge detached while inserting another device into the biopsy cap. It was reported that the locking device was removed and the sponge was removed using a cleaning brush. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's phone number: (B)(6), reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.